Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that there was an alert for high thresholds on the right ventricular (rv) lead several months ago. No intervention was taken at that time. Review of trends indicates the thresholds have been gradually increasing for the past ten months. Impedance trends also showed that a gradual pacing impedance increase occurred approximately three months ago. Noise was seen on electrogram when isometrics were performed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.